Manufacturer narrative:
Philips has investigated this complaint. The philips engineer examined the system remotely and confirmed that the fluoroscopy failed intermittently as the camera stops exposure. On a later date, customer informed that the issue occurred only once, and the issue was resolved. At the time of report the device was in good working condition. No service has been performed by philips as the system was in good working order. No further information regarding the issue has been provided. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy failed intermittently. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.